Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported before inserting a catheter into the patient's PICC, the nurse opened the guide wire and found that the guide wire was broken, pulled the guide wire outward and pulled out spiral filament, which could not be used, so a new guide wire was replaced.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire is confirmed; however, the root cause could not be determined. One photograph of a guidewire was returned for evaluation. An initial visual observation of the photograph showed a guidewire and other kit components. The coil wire on the guidewire was observed to be unraveled and separated from the core wire, indicating the core wire was broken. No obvious use residue could be seen on the sample. No other details of the damage were observed in the returned photograph. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported before inserting a catheter into the patient's PICC, the nurse opened the guide wire and found that the guide wire was broken, pulled the guide wire outward and pulled out spiral filament, which could not be used, so a new guide wire was replaced.